Manufacturer narrative:
Device not received for evaluation.

Event description:
It was reported that stent implantation procedure was performed. After stent deployment, distal markers of the subject stent were not opened. Although, the physician tried to pass a microcatheter through it. An unknown medical intervention was administered in relation to the alleged event or product malfunction. The process has been completed as it is. After the operation, the patient died, but this was due to other causes. No other information is available.

Event description:
It was reported that stent implantation procedure was performed. After stent deployment, distal markers of the subject stent were not opened. Although, the physician tried to pass a microcatheter through it. An unknown medical intervention was administered in relation to the alleged event or product malfunction. The process has been completed as it is. After the operation, the patient died, but this was due to other causes. No other information is available. Additional review of this complaint on 26 oct 2022 clarified that was no unknown medical intervention or serious injury occured during the procedure involving the subject stent. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1 ¿ adverse event/product problem - corrected b5 ¿ executive summary ¿ updated f10 / h6 - clinical signs code grid - corrected h2 ¿ follow-up, type ¿ updated due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the device was prepared as described in directions for use (dfu). The distal markers of the stent were not opened although a microcatheter was passed through it. Additional information received from the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not so tortuous. While there are a number of potential causes for the reported issue of the device failing to open during use because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported event.

Event description:
It was reported that stent implantation procedure was performed. After stent deployment, distal markers of the subject stent were not opened. Although, the physician tried to pass a microcatheter through it. An unknown medical intervention was administered in relation to the alleged event or product malfunction. The process has been completed as it is. After the operation, the patient died, but this was due to other causes. No other information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the device was prepared as described in directions for use (dfu). The distal markers of the stent were not opened although a microcatheter was passed through it. Additional information received from the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not so tortuous. While there are a number of potential causes for the reported issue of the device failing to open during use because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported event. H3 other text : device not received for evaluation.